Event description:
The patient's spouse reported that they found patient in a stupor. Spouse gave patient orange juice and then called for an ambulance. The suspect device was used prior to the ambulance arrival and a result of 268mg/dl was obtained. When the emergency medical technician's arrived their equipment was used to check patient's glucose and the result was 38mg/dl. Patient was treated at home with a glucose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.